Event description:
B5: it was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via the pump as well as a manual correction injection. Customer also experienced blurred vison. Customer declined to update their pump time with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.